Event description:
Customer reported that she was hospitalized three times due to unexplained low blood glucose. Customer's last blood glucose reading was 39 mg/dl. Customer stated that her bolus wizard settings were incorrect and the reservoir had less insulin than the status screen. Customer stated that she had bronchial asthma and has been taking steroids and antibiotics and her blood glucose has been affected. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.